Manufacturer narrative:
H4. Device mfg date: the reported lot# 240926 was not found for the reported catalog# ca17k0/000/004jp in the system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that pinholes were reported in the circuit during anesthesia machine preparation. The sample was available for return. This occurred during priming. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual tests were performed. The customer's stated problem was confirmed. A chip like hole was observed on the bottom half of the circuits. There was no known cause of the reported issue, and no further action will be taken.